Event description:
On (B) (6)2009, the pt was implanted with a scs system. On (B) (6)2010, the pt reported feeling dizzy. The pt believes that the dizziness is being caused by the system. The pt was instructed to turn the ipg off. The pt, however, continued to feel dizzy and was instructed to see a doctor. The pt has been scheduled to meet with a neurologist in hopes to pin point the root of the problem.

Manufacturer narrative:
Eval: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.